Event description:
According to the reporter, during an open gastrointestinal surgery, on intestinal anastomosis, the two needles broke and fell into the cavity of the patient. A c-shape arm was used to search for the broken needle, which extended the surgery time by two hours. Also, an x-ray was performed on (B)(6) 2024 to locate the component. The surgeon used another set of needles from another manufacturer to complete the case.

Manufacturer narrative:
D10 concomitant product: gl-34-mg, gl-34-mg polysorb* 4-0 vio 5x45cm cv25dt, (lot #d3a1869y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.